Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 04/21/2011 and 04/26/2011 by phone, fax, and mail. A completed questionnaire was received on 04/27/2011. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was exchanged for the same model, different power iol due to the pt experiencing blurry vision. In a f/u, the surgeon reported the pt stated "everything is blurry, vision is unpredictable, sometimes good, sometimes not". The surgeon reported it is unk if the lens caused or contributed to the event. The surgeon reported the event resolved following the iol exchange.